Event description:
The ocd laboratory specialist reported that the customer observed false reactive vitros (B) (6) results for multiple pt samples processed on a vitros 3600 immunodiagnostics system. All the pt samples involved produced negative results on a competitive system. False reactive results may lead to inappropriate physician action. The false positive results were not reported. There was no report of pt harm as a result of this event. (B) (4).

Manufacturer narrative:
The investigation determined that the customer had also observed biased results on other infectious disease assays processed on the vitros 3600. Ocd field service investigated and found contamination in the incubator subsystem of the vitros 3600 system where ahbc and the other assays are processed. The root cause of the false reactive vitros ahbc results is instrument related.